Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood drew back into tubing. The balloon rupture. The machine stopped and equipment urgently switched out by cardiac surgery. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office and contact person - mfg. Site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly, 1/8 npt muffler and the safety disk. The unit passed all functional testing. The iabp was handed over to the customer in good condition.

Event description:
N/a.